Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's healthcare professional reported via phone call that the customer received emergency medical assistance due to unknown blood glucose issues. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The caller stated the pump was over delivering. Troubleshooting was not completed. The insulin pump will not be returned for analysis.